Manufacturer narrative:
(B)(4). The complaint product was returned, and an evaluation was performed. There are dark spots, which is an indication of a material defect (hair crack), which was not possible to detect when manufactured. The instrument at the time of manufacturing over twelve years ago, would have conformed to all specifications for the production. The root cause for the reported issue is most likely due to wear during maintenance/processing, excessive use and sterilization, and appears to have reached end of life. There have been no issues identified with the material or manufacturing process.

Event description:
It was reported the small piece that fits into the notch to create the spring action broke off. Per complaint form: the spd team noticed that the instrument was broken. The small piece that fits into the notch on the other side to create the spring action has broken off. The instrument was used on a patient and then brought back to spd for the standard cleaning along with the other instruments. Was product used on patient? Yes did the failure occur during patient use? Unknown it but was discovered during point of use cleaning after use on patient. It was reported to sterile processing the next morning. Was there any patient harm? No medical intervention required? No was there any user harm? No lot # xrdi07 and photo provided. No further information available.

Manufacturer narrative:
On (B)(6) 2020 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
It was reported the small piece that fits into the notch to create the spring action broke off. Per complaint form: the spd team noticed that the instrument was broken. The small piece that fits into the notch on the other side to create the spring action has broken off. The instrument was used on a patient and then brought back to spd for the standard cleaning along with the other instruments. Was product used on patient? Yes did the failure occur during patient use? Unknown it but was discovered during point of use cleaning after use on patient. It was reported to sterile processing the next morning. Was there any patient harm? No. Medical intervention required? No. Was there any user harm? No. Lot # xrdi07 and photo provided. No further information available.